Manufacturer narrative:
Qn#(B)(4). Per information submitted from customer the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged device was produced at the tecomet inc. Kenosha, wi facility as part of a 50 pc. Lot in (B)(6)2018. The alleged device has not been returned for review or evaluation , so we are unable to determine what caused the alleged defect or validate this complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the applier is misaligned and is not closing the proper way to secure the clip.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is misaligned and is not closing the proper way to secure the clip.